Event description:
It was reported that the l-4b scooter gets a 9 flash error code caused by a bad battery connection. The battery box has a broken clip on it causing the bad connection. The provider states the chair would drive fine but once you hit a bump the chair will shut off.